Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) meropenem 1g (frequency not reported) and ip heparin 1000 iu (frequency not reported) in each bag for 3 days for peritonitis. At the time of this report the patient was recovering from the peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.